Event description:
It was reported that during an unspecified procedure a shaft rupture occurred.additional information has been requested and is not available.

Event description:
It was reported that during an unspecified procedure, a shaft rupture occurred. Additional information has been requested and is not available.

Event description:
It was further reported that the target lesion was located in an unspecified coronary artery. The event occurred during introduction of the device. The broken part was situated outside the patient. No resistance was felt which could have lead to the rupture. There were no procedure or patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was received two sections as a result of a break in the hypotube. The break was located at 50.3cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along its length. No issues were noted with the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).